Event description:
Patient called lfs and alleged that her family member's meter was reading inaccurately low. They stated that they do not have diabetes but they tested on their family member's meter. They obtained two results of 47 and 50 mg/dl. The results scared them so they went to the hospital over 30 minutes later and obtained a result on the hospita meter of 87 mg/dl. No treatment was reported. It was discovered during troubleshooting that the meter was previously set to the correct unit of measurement and has not been in the set up mode to make changes. The comparison of meter to another meter is also invalid, however issue of the meter swithcing from mg/dl to mmoi/l is reportable. Based on the information provieded, there is evidence of meter malfunction; however, there is no evidence that the meter contributed to a serious injury. The meter is being replaced for the patient.